Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet did not move easily inside the lumen. The physician extended and retracted the lead prior to implant. The helix extension operated normally, but retraction took too many turns. The physician chose to place an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted a 14-52 gray stylet was returned in the lead. A fresh 14-52 gray stylet was able to be fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.